Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen all polyethylene patella, cat#: 00597206532 lot#: 00366126, unknown nexgen femoral, cat#: unknown lot#: unknown, unknown nexgen tibial tray, cat#: unknown lot#: unknown. (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00394, 0001822565-2017-07594.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately twelve years post-implantation due to polyethylene wear and wear of the patella. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Articular surface returned and it exhibits front and backside wear, discoloration. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. As per package insert this is a known inherent risk of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.